Event description:
It was reported during a laparoscopic procedure while using the tsw35 the reload fell out of the device into the pt. The surgeon retrieved the reload from the abdomen. There was no consequence to the pt.